Manufacturer narrative:
Upon receipt, the lead was found dissected into three parts. The proximal part, including the yoke and the connectors, was not received for analysis. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned device was visually and electrically analysed. The inspection revealed severe deformations of the inner conductor coil which occurred most likely during surgery. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
Noise was recorded on the rv lead leading to inappropriate detection and aborted shocks. It is unknown at this time what the future disposition of the lead will be.